Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported peeled / delaminated. It was reported that the guide wire¿s polymer was damaged. Factors that may contribute to peeled / delaminated include, but are not limited to, damage incurred during use, chemical composition, coating damage during manufacturing, improper storage, or damage incurred during shipping. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported peeled / delaminated. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported the polymer on the balance middleweight (bmw) universal ii guide wire was damaged. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated.